Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h10 (the device display the error e300 not the e200) additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an error e300, communication error cause by dust deposition on the sensor of the s-socket. The event can be prevented by following the instructions for use which state: equipment to be placed in dust free environment. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field investigation of the device revealed that the front panel of the device was blinking and the device displayed an e200 error. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, these findings were confirmed; dust was found on the sensor of the s-socket and inside the unit, and the error cleared upon the removal of the dust. The customer's originally reported issues were confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned that their evis exera iii light source device had unspecified blinking issues. These issues were found during general maintenance when no patient was involved. It was later discovered during an on-site examination of the device that the front panel specifically was blinking, and that the device was delivering error e300. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the on-site evaluation.